Event description:
Per the info provided to co by the physician's office, the device was removed due to a "device failure, secondary to a break in the tubing." As reported to co, the pump and assembly kit component(s) only were removed and replaced. The cylinder(s) and reservoir were left in place from the initial implant date: catalog/serial number(s) 9220/073775-0775564 & 9075/081341.